Event description:
The company representative, present at transoral incisionless fundoplication (tif) procedure reported the physician noticed an esophageal laceration or perforation at about a 15cm depth into the esophagus. This was noticed upon removal of the device after a successful procedure. During the introduction process, the physician did not perform an esophageal dilation, as the physician believed the device would pass without it. The physician also believes the cervical esophageal laceration occurred during the device introduction. The pt was treated with resolution clip to approximate mucosal edges, npo, tpn. The pt was evaluated with an esophagram and CT and discharged two weeks later and is without further sequela.

Manufacturer narrative:
Method - the device was disposed of per the hospital's standard operating procedure and is not available for eval.